Event description:
Reporter noted pressure loss with avgfi during quadrant removal. Manually increased infusion; increased vacuum and sucked in capsule. Anterior vitrectomy performed. Lens removal continued with phaco handpiece. Vitreous cutter used to remove remainder of cortex; inadvertently removed piece of iris. No iol implanted. Small piece of lens remains in anterior chamber; will be removed during next procedure to implant iol.